Event description:
The patient contacted animas on (B)(6) 2013, indicating elevated blood glucose levels to 19.8 mmol/l with chest pain and tiredness related to being off the pump all day. The patient had contacted animas earlier in the day and disconnected from the pump for troubleshooting and was advised to discontinue the pump. The patient indicated that an injection was given and blood glucose levels were decreasing; the patient reported current blood glucose was 13.5 mmol/l with no symptoms during the call. This report is made based on the allegation that the patient experienced hyperglycemia after discontinuing use of the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: a review of the pump history indicated that the last basal and last bolus delivery was recorded on (B)(6) 2013. The total daily dose added up correctly and reflected the users programmed basal rates. Typical usage was noted in pump alarm history. The pump was found to be delivering within the required specification during the 29 hour flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.